Event description:
Patient called alleging that meter gives an error 4 message. Patient did not seek medical attention or call md. The technique of applying blood is done properly. After cleaning the meter with customer service, meter still gaven an error 4 message. Customer service was unable to resolve the issue and sent patient a new meter.